Manufacturer narrative:
The unit was returned for failure analysis and the reported failure was replicated. This unit was installed onto the test system and failed testing. No physical damage found however the volume control is not working.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the technical support engineer (tse) called in to report that the e-100 generator volume control was not working. The e-100 generator was so loud that it wasn't useable for the ongoing procedure. The erbe generator was used to finish the procedure. Prior to calling, the ot team and the clinical sales representative (csr) tried to lower the volume of the e-100, but the knob wasn't responsive. The technical support engineer (tse) dispatched an fso.